Event description:
It was reported that a spectrum infusion pump had system error 345 (thermistor disparity reoccurring when run key is pressed to start infusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing , 'error 345 reoccurring when run key is pressed to start infusion' was not reproduced. A review of the history log revealed system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.